Manufacturer narrative:
Evaluation conclusion codes: cause cannot be traced to device (4310). Adverse event related to procedure (4311). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the closed position. The device was returned with the basket formation in the open position. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures approximately 3 cm in length. A visual examination noted the support sheath is bent at the nose of the mlla and partially severed. The support sheath is bowed approximately 1.5 cm from the distal tip of the support sheath. Kinks were noted in the basket sheath at 24.5 cm from the distal tip of the basket sheath and again at 35.5 cm, 66 cm, 77 cm from the distal tip of the basket sheath. The cannulated handle is bent over at the nose of the mlla. There is 1 mm of distal cannula protruding the distal end of the basket sheath. The basket formation was found to have a wire broken 5 mm from the knot. A functional test determined the handle does not actuate the basket formation. A review of the device history record found there were no non-conformances that would cause or contribute to the reported failure. A review of complaint history records revealed this complaint is the only one associated with lot number 8185096. According to the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a broken basket wire and a sheath kinked in multiple locations preventing the basket from functioning. The event information states the user was pulling a stone out forcefully when the broken basket wire occurred. The broken basket wire and other observed damaged indicates there was possibly procedural related issues that caused abnormal force to be applied to device when attempting to remove the stone. The cause was determined to not be related to the device but rather to be related to the procedure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an ureteroscopy with lithotripsy and stone extraction procedure, the ncircle tipless stone extractor was tested prior to use. A laser was in use during the procedure. While the user was attempting to pull the stone out with the stone inside the basket and pulling forcefully the basket broke. According to the reporter, the basket appears to be sliced not separated. The procedure was able to be completed with another of the same device. There was no unintended part of the device remaining inside the patient¿s body. No additional procedures were required due to this occurrence. There were no adverse effects to the patient. Additional information has been requested regarding the patient and procedure. There has been no information received at the time of this report.